Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level increased to over 13.9 mmol/l (250 mg/dl) while wearing the pod for approximately 5 to 24 hours. During this time, the pod was reportedly leaking insulin and subsequently fell off from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.